Event description:
During the third pass of a rotablator procedure, the burr apparently moved erratically and the guide wire fractured. Contrast injection revealed a perforation of the circumflex artery. The artery was plugged to stop the bleeding, which resulted in a heart attack. The guide wire fragment was apparently left in the pt. Following the procedure, the pt suffered a heart attack and stroke. The current status of the pt is unknown.